Manufacturer narrative:
The investigation determined that higher and lower than expected vitros amon (ammonia) results were obtained when processing two different levels of vitros liquid performance verifiers on two vitros 5600 integrated systems (j1 and j2) when using vitros amon lot 1018-0250-3890. The most likely assignable cause of the higher and lower than expected vitros amon quality control results on both j1 and j2 is an instrument event related to micro slide incubator contamination. The cause of the contamination is unknown. Prior to the maintenance actions performed by the customer on both systems; the within-run vitros amon precision tests were outside of ortho guidelines indicating both vitros 5600 integrated systems (j1 and j2) were not performing as intended. Acceptable within-run precision vitros amon results were obtained on both systems (j1 and j2) after maintenance actions (which included cleaning the microslide incubator and replacing the microslide evaporation caps) indicating an instrument related issue is the likely assignable cause of the two events.

Event description:
A customer obtained higher and lower than expected vitros amon (ammonia) results when processing two different levels of vitros liquid performance verifiers on two vitros 5600 integrated systems (j1 and j2) when using vitros amon lot 1018-0250-3890. J1 vitros liquid performance verifier ii lot e6164 vitros amon results 136.4 and 145.6 umol/l versus expected mean 196.5 umol/l. J2 vitros liquid performance verifier I lot f6495 vitros amon result 95.4 umol/l versus expected mean 47.1 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher and lower than expected vitros amon results were generated from a non-patient fluid, however the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).